Event description:
It was reported that a cgm malfunction with error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by walking the caller through a pump reset, which resolved the issue as the error code did not reappear, allowing the caller to successfully start their sensor session.